Event description:
Implant surgeon at the hospital, reported to sales rep, that "during a surgery, the bumper could not fit the tibial insert." Surgeon had to cut the device off 2 or 3mm so it could fit in. No delay and no adverse consequences are reported.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.